Event description:
N/a.

Manufacturer narrative:
Updated fields -b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The customer states they have not troubleshot the issue and the cardiosave is providing therapy to a patient at the time of the call. Troubleshooting reveals the paper may not be correct. After some discussion, the customer states they will attempt to find the correct paper. Emergency support gave them my direct number to contact. About 30 minutes later the customer communicated via text stating they had rebooted the pump, and the printer is now working.

Manufacturer narrative:
Corrected fields - f11(report sent to FDA), f13(report sent to manufacturer), g2(report source), h11. Initially these fields were incorrectly captured.

Event description:
N/a.

Manufacturer narrative:
Corrected fields - d4 (catalog number and version or model) this field were captured incorrectly in previous emdr.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) printer stopped working and no patient harm or injury reported.